Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, instructing customer to call back if any malfunction code recurred; customer acknowledged and understood.